Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) analysis found no anomalies. (B)(4) a conductor fracture was found.

Event description:
It was reported that the external pulse generator (epg) was not pacing appropriately while connected to a patient. The model 5433v patient cable was returned with the epg. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.